Event description:
The patient reported that their stimwave was not working. The stimwave stim q is not functions. They did an x-ray, cat, and MRI and it indicated that the stim q antenna leads are detached from both implants. They indicated that no further action will be taken. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).